Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer previously encountered similar cartridge alarms and was advised by technical support that the pump would be replaced. While awaiting the replacement, the customer planned to use a loaner pump to ensure continuous insulin delivery. It was noted that the pump was still under warranty and would be replaced with one that has updated software. The customer acknowledged and understood the situation, and they would return the problematic pump once the replacement was received.